Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the beginning she noticed a lot of "feedback" coming from her left side of the ribs. She stated they looked at some image and found out the wire on the left side "was flop" and was not aligned well with the spine. She stated the doctor revised it on (B)(6) 2019 and now she was having better success. No out of box failure was reported. No further allegations/complications were reported.